Event description:
It was reported by the customer that during an inspection, cardiosave intra-aortic balloon pump (iabp) alarmed for power-on test failure with code 14. There was no patient involvement reported.

Manufacturer narrative:
Due to character restrictions, event site name: (B)(6), event site address: (B)(6). Event site telephone:(B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields : b4, g3, g6, h2, h6 (health effect ¿ clinical code, type of investigation, investigation findings, component codes, investigation conclusions ), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse confirmed the failure and replaced the compressor, scroll (0119-00-0236). After repair the unit was tested and cleared for clinical use.